Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A biomedical engineer reported that the locking mechanism of the a1059 mayfield modified skull clamp was excessively loose. There was no known patient injury or surgery delay.

Manufacturer narrative:
The device was returned for evaluation. With respect to the complaint, it was confirmed that the returned unit did not meet all specific functional test. Unit received with lock that has rotational and lateral movement and a residue buildup was present. Unit need new components added to replace worn internal parts. The observed condition was likely caused by wear and tear / improperly handling of the device. The definite root cause cannot be reliably determined. The reported compliant was confirmed from the evaluation.